Event description:
Battery depletion was initially reported with pump alarming. The pump was replaced and outcome was reported as recovered without sequelae on (B)(6) 2011. It was later reported that during pump revision the catheter was found to be in "tenuous" position with potential for kinking and disconnected. A proximal revision to catheter was performed. Pt experienced no adverse events. The drugs infused were dilaudid, bupivacaine and clonidine.

Manufacturer narrative:
(B)(4): final analysis of the device revealed no significant anomalies, battery depletion end of life.

Manufacturer narrative:
(B)(4).